Manufacturer narrative:
(B)(4). Product is not returned.

Event description:
It was reported that the patient was presented at the hospital with injuries after a fight. The patient received inappropriate hv, vf therapy for svt. The patient is stable and will be monitored.